Manufacturer narrative:
Correction/removal reporting numbers: z-0291-2017, z-0292-2017, z-0293-2017.

Event description:
The customer reported that after an upgrade involving the addition of 10 new mx40s to an existing monitoring installation, alarms from mx40 were not provided at the information center ix. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were not receiving alarms at the information center when the mx40 was in use. No patient harm was reported.